Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) level up to 280 mg/dl. The customer changed the infusion set site and delivered a bolus to stabilize bg level. The customer stated elevated bg could possibly be due to infusion set site. However, it was not confirmed. The customer declined to troubleshoot with tandem technical support.